Manufacturer narrative:
Load wheel support: head section assembly.

Event description:
It was reported by service report that the head section is broken. No pt involvement or adverse consequences are reported.